Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s reported blood glucose levels were around 50 mg/dl, 300 mg/dl to 400 mg/dl, 426 mg/dl. The customer was treated with carbohydrates foe low blood glucose level and with manual injections for high blood glucose level. The customer did not allege the insulin pump for under delivery. The insulin pump had passed the displacement test. The insulin pump will not be returned for analysis.